Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal of the sheath on a 5f mynx grip vascular closure device (vcd), containing the closure (cellulose), the cellulose came out instead of remaining attached to the outer wall of the artery to seal the atherectomy site. The sealant was deployed to the proper location but was dislodged, coming out with the sheath instead of being fixed to the outside of the vessel. Manual compression had to be performed, but there was no reported patient injury. The procedure was diagnostic, performed by an experienced physician, and a non-cordis introducer was used. The user had extensive experience with the material and used other devices from a different lot after the failure of this one, with positive results. Nothing abnormal was detected in the patients. There were no adverse events in the patient. The device was stored and prepped in accordance with the instructions for use (IFU), and no damages were found on the device packaging prior to opening. The procedure used a retrograde approach. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was a healthy femoral vessel, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of pvd or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site. The reported device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, upon removal of the sheath on a 5f mynx grip vascular closure device (vcd), containing the closure (cellulose), the cellulose came out instead of remaining attached to the outer wall of the artery to seal the atherectomy site. The sealant was deployed to the proper location but was dislodged, coming out with the sheath instead of being fixed to the outside of the vessel. Manual compression had to be performed, but there was no reported patient injury. The procedure was diagnostic, performed by an experienced physician, and a non-cordis introducer was used. The user had extensive experience with the material and used other devices from a different lot after the failure of this one, with positive results. Nothing abnormal was detected in the patients. There were no adverse events in the patient. The device was stored and prepped in accordance with the instructions for use (IFU), and no damages were found on the device packaging prior to opening. The procedure used a retrograde approach. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was a healthy femoral vessel, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of pvd or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site. Without the return of the device and based on the limited information available, the reported event of ¿sealant-sealant misdeployment complete¿ was not confirmed. The exact cause of the issue experienced by the customer could not be conclusively determined. Procedural, patient, and/or handling factors of the device are possible. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, upon removal of the sheath on a 5f mynx grip vascular closure device (vcd), containing the closure (cellulose), the cellulose came out instead of remaining attached to the outer wall of the artery to seal the atherectomy site. The sealant was deployed to the proper location but was dislodged, coming out with the sheath instead of being fixed to the outside of the vessel. Manual compression had to be performed, but there was no reported patient injury. The procedure was diagnostic, performed by an experienced physician, and a non-cordis introducer was used. The user had extensive experience with the material and used other devices from a different lot after the failure of this one, with positive results. Nothing abnormal was detected in the patients. There were no adverse events in the patient. The device was stored and prepped in accordance with the instructions for use (IFU), and no damages were found on the device packaging prior to opening. The procedure used a retrograde approach. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was a healthy femoral vessel, and its diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of pvd or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site. The reported device will not be returned for evaluation.